Manufacturer narrative:
Device evaluated by manufacturer: no: lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
Device evaluation: dimensional inspection performed found that lens measurements were within specifications. Claim #(B)(4).